Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was incorrect. During troubleshooting with tandem technical support, as the customer did not provide how much insulin had been delivered since the cartridge had been loaded, it could not be confirmed if the current reading of the insulin gauge was correct. However, the fill estimate was reviewed and the customer was satisfied. Blood glucose was 197 mg/dl.